Manufacturer narrative:
(B)(4). The complaint bc2435 neonatal oxygen therapy nasal cannula was returned to fph in (B)(4) for investigation; however, it cannot be located. Our analysis is based on the information we received from the hospital, and our knowledge of the product. The hospital reported that there was no flow through the cannula. However, no patient consequence was observed as a result of this incident. Without the complaint device, we were unable to determine if it had a malfunction that could have caused or contributed to the reported incident, or identify the root cause of the reported fault. The oxygen therapy nasal cannula is approved for use with the rt329 infant continuous flow breathing circuit kit and the mr850 respiratory humidifier. The user instructions that accompany the oxygen therapy nasal cannula state the following: - "maximum patient flow for each cannula is indicated on the rt329 circuit kit." - "increasing the input flows above the maximum patient flow will not result in any more flow being delivered to the patient." - "do not overtighten the cannula as kinking of the tubing can prevent oxygen from flowing to the patient." - "patient monitoring is recommended." - "check that all circuit connections including caps and plugs are tight before use." - "set the input flow after consulting the maximum patient flow table." The oxygen therapy nasal cannula is manufactured by (B)(4) for fisher & paykel healthcare. Device cannot be located.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) district manager that a bc2435 neonatal oxygen therapy nasal cannula, which was attached to a newborn baby, had no flow. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint bc2435 neonatal oxygen therapy nasal cannula was returned to fph in (B)(4) for investigation; however, it cannot be located. Our analysis is based on the information we received from the hospital, and our knowledge of the product. The hospital reported that there was no flow through the cannula. However, no patient consequence was observed as a result of this incident. Without the complaint device, we were unable to determine if it had a malfunction that could have caused or contributed to the reported incident, or identify the root cause of the reported fault. The oxygen therapy nasal cannula is approved for use with the rt329 infant continuous flow breathing circuit kit and the mr850 respiratory humidifier. The user instructions that accompany the oxygen therapy nasal cannula state the following: - "maximum patient flow for each cannula is indicated on the rt329 circuit kit." - "increasing the input flows above the maximum patient flow will not result in any more flow being delivered to the patient." - "do not overtighten the cannula as kinking of the tubing can prevent oxygen from flowing to the patient." - "patient monitoring is recommended." - "check that all circuit connections including caps and plugs are tight before use." - "set the input flow after consulting the maximum patient flow table." The oxygen therapy nasal cannula is manufactured by salter labs in arvin, california for fisher & paykel healthcare. Device cannot be located.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) district manager that a bc2435 neonatal oxygen therapy nasal cannula, which was attached to a newborn baby, had no flow. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4) the complaint bc2435 neonatal oxygen therapy nasal cannula is manufactured by salter labs in (B)(6) for fisher & paykel healthcare ltd. The complaint bc2435 neonatal oxygen therapy nasal cannula is currently en-route to fisher & paykel healthcare ltd. In (B)(6) for evaluation, to determine if it had a malfunction which caused or contributed to the reported event. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) (B)(6) that a bc2435 neonatal oxygen therapy nasal cannula, which was attached to a newborn baby, had no flow. No patient consequence was reported as a result of this incident.